Event description:
It was reported by the affiliate during a hernia repair the staples of the oms would not deliver. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, trigger engaged with precock, yes; nose shroud cracked/broken, no; staples in nose, yes(1); and staples in the track, yes(18). Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the rpt'd "staples of the ems would not deliver" may have been caused by excessive body fluids in the cartridge and the cartridge nose. The instrument was received with excessive dried body fluids in the cartridge and the cartridge nose. The device was examined, found to be functional, cycled and fired 18 staples well formed. The final staple would not enter the nose due to adhering to the track with the body fluids. The staple was manually loaded and fired well formed. No deformity could be ID during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.